Event description:
The tip of the catheter broke off while back loading on the guide wire. This occurred prior to the catheter being inserted into the pt. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: other, the evaluation has not been completed. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the evaluation has been completed. Evaluation method: device history record was reviewed. Conclusions: a f/u report will be submitted when the evaluation has been completed.